Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer states the mx40 has a constant speaker malfunction error message and would like to exchange it. The customer states the device is not making any sound at all. There was no patient injury or harm reported.